Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, an area of missing material was observed within the siltex cracking in the posterior view, measuring approximately 4.0 x 3.0 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-may-2020, the analysis was completed based on a photo that was provided. Investigation summary : upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Although the product was not received, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant protheses and experienced postoperative bilateral rupture. The patient visited a hospital on (B)(6) 2020, and ultrasound performed indicated the bilateral rupture. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3543001, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2020. This report is for the right prosthesis.